Event description:
Pt reports bladder distension and pain accompained by urge to void. Unsuccessful irrigation attempt - catheter totally obstructed. Catheter replaced. Proximal end of catheter for about 3" in catheter for about 3" in length is blocked by what appears to be a fusion of the inner walls of the catheter.